Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the patient artery. The device was ultimately removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.